Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that five cre pro wireguided dilatation balloon were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, when the physician inflated the balloon to 12mm, then 13.5mm and when attempting to inflate to 15mm the balloon burst. The procedure was completed with another cre pro wireguided dilatation. There were no patient complications have been reported due to this event.

Event description:
It was reported to boston scientific corporation that five cre pro wireguided dilatation balloon were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, when the physician inflated the balloon to 12mm, then 13.5mm and when attempting to inflate to 15mm the balloon burst. The procedure was completed with another cre pro wireguided dilatation. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date 01sep2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation result visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had a pinhole, which does not confirm the reported event of balloon burst. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon. It is possible that factors encountered during the procedure, such as the interaction with scope or any other surface during the procedure could create friction on the balloon, caused the balloon pinhole, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.